Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that difficulty removing component occurred. A 2.75x24mm promus element plus stent was selected. They attempted to remove the device from the hoop; however, the device was unable to be removed. The procedure was completed with a different device. No patient complications were reported and the patient's status was good. However, device analysis revealed fibrous foreign material attached to the proximal end of the mandrel.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: only the catheter with stent protector and product mandrel was returned. The remaining packaging including the carrier tube was not returned. Solidified contrast medium was visible in the inflation lumen indicating the device was prepped for use. The mandrel was partially removed and the proximal side remained inserted over a length of 47mm measured from the tip. The distal outer and distal inner were kinked where the end of the mandrel was positioned. The stent protector remained on the product mandrel, however, it was pulled 35mm beyond the pig tail. The mandrel was lodged in the inner and could only be removed by applying significant force. Fibrous foreign material (fm) was attached to the proximal end of the mandrel which caused the friction. The fm was light blue in colour and consisted of long treats with synthetic appearance. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. Fourier transform infrared spectroscopy (ftir) analysis of the fm was performed and found a 79.5% match with polypropylene. There was no close match between the ftir spectra of the fm and potential fibrous fm sources at the manufacturing process, indicating that it is unlikely that the fm originates from the manufacturing process. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).